Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the twist clamp (main body) of a minicap transfer set. This was noticed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury associated with this event, however, the patient was given prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Additional information: h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.